Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, after which the error did not reoccur, and the caller successfully started their sensor session.